Manufacturer narrative:
Failure analysis noted that the pump had currents in specification and no unexpected battery out limit alarms. The pump had intermittent button response due to moisture damage on the keypad traces. There was no ramping numbers and scroll bar moving anomaly. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had ramping numbers and a battery out limit alarm. The customer's blood glucose reading was 5.2 mmol/l. The customer stated that the up/down buttons may be stuck. The customer was advised to discontinue use of the device. The customer did not have a backup plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.